Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation found the yaw pulley, distal clevis, and proximal clevis to show severe charring, indicating that arcing had occurred. Material has been removed from the yaw pulley due to burning. Part of the distal clevis is broken off. Arcing may have originated at the cable crimp, as the yaw pulley is the most severely damaged component. Conductor wire is not damaged. Electrical continuity passed. No other damage found.

Event description:
It was reported that the tip of the permanent cautery hook instruement was cracked and without much insulation. No patient harm, adverse outcome or injury was reported.